Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that campaign solutions attempted to transfer the patient but the patient disconnected immediately after transfer. The rep relayed that the patient reported they are disabled, paralyzed, and has major issues. Patient stated they have implanted devices for pain, spinal, and interstim. Patient does not have any idea who did the surgeries, and no doctor will admit to the surgeries. Patient has no external control devices. Patient thinks maybe the leads have migrated or frayed. Patient had a CT scan showing implantable devices, but no one is admitting to doing it. Patient has seen multiple doctors but not getting any help. Campaign rep said they already told patient that they would need to seek help from a doctor, but patient was requesting technical support. Troubleshooting was unable to be performed as call was disconnected. No further action was taken by patient services. Additional information was received from the patient. They patient clarified that paralyzed, disabled, and major issues was difficulty walking and not able to confirm if caused by the ins. They first noticed the issue around 2015 which was when the device was implanted. Patient reported pain. When asked about cause of the lead being frayed they reported it could have been an MRI, trauma, or that it was misused in their body. They reported they noticed a shocking from their spinal area.